Event description:
Related manufacturer reference number: 2017865-2019-14965 . Additional information received identified the patient is stable.

Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14965. It was reported that right ventricle (rv) over-sensing was recorded and sent through as an alert on merlin.net. No intervention has been scheduled at this time.